Event description:
Procedure type: gastric bypass. According to the reporter: after completing the case, a leak test was performed per normal procedure. Upon scoping and inflating, bubbles appeared indicating a leak. Multiple attempts were made to find the leak and over sew the area. Finally, all sutures were removed and the anastomosis was over sewn. The surgeon said it appeared that the staple line did not come together properly. A g tube was placed as well as multiple drains. The pt does have a leak but is not septic and as of right now does not need a re-operation. The case was delayed by more than 30 minutes. During the case there was no indication of a staple line issue when the device was fired.

Manufacturer narrative:
(B)(4).